Manufacturer narrative:
Continuation of d10: product ID: a820, serial#: unknown, product type: software. Product ID: tm90t0, serial#: unknown, product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain. It was reported that the part of the patient's pain pump was not working. The patient explained that the communicator wouldn't hold a charge and "it takes forever to connect". The patient stated that, for several months, "it gets so far" and then stopped when connecting. Patient services reviewed and walked the patient through clearing data on the handset. The patient connected to the pump without a lag and the patient saw that the communicator was at 100%. The patient would monitor the lag issue and call back if further assistance was needed. The patient got "2-4 usually, it depends" boluses per day.